Event description:
It was reported that intrapelvic migration of one or more hip fracture screws were found in 7 of 1307 patients and needed to be removed surgically and none of the cases was reported to be fatal. There's still no confirmation of all 7 patients having smith&nephew implants, but a s&n device was mentioned at the beginning of the article.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A clinical evaluation noted that no supporting clinical documentation was provided. A thorough medical investigation could not be performed. No further medical assessment is warranted at this time. Without the return of the actual product involved and no product information, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.